Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-08496 and 2916596-2023-08498.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues with heartmate 3 left ventricular assist system (lvas), serial number mlp-030219, were reported or identified through this evaluation. Review of the submitted log files confirmed a driveline disconnect in the setting of a controller exchange. Review of the submitted log files confirmed that the driveline was briefly disconnected from the controller for a controller exchange which was ultimately not completed. The pump appeared to operate as intended at the stored patient speed. It was determined that this information did not meet the requirements of a complaint as the alarm was associated with the controller exchange; however, an initial report had already been submitted to the applicable regulatory authorities. The patient remains ongoing on mlp-030219 with no further reported issues at this time. The relevant sections of the device history records for mlp-030219 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #: 2916596-2023-08496 (system controller); 2916596-2023-08498 (system controller). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient exchanged system controllers after noticing driveline disconnect alarms, but it did not seem like any hazard alarm happened prior to controller exchange. Additional information stated that the patient and caretaker indicated that the controller was intermittently alarming after changing batteries. They did not specify what the alarm was, but the locking clip was unlocked (red button was visible) so caretaker decided to change controllers without checking the green pump running light, thinking the driveline was disconnected. Log files captured driveline disconnects on (B)(6) 2023 at 13:50:00. No hazards appeared before the disconnect. It appeared the driveline was re-connected to the initial controller at 13:58:50. After that, the pump functioned as intended.